Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the overflow safety trap was replaced to resolve the issue, for 1 unit overflow safety trap and muffler for venturi drive were replaced to resolve the issue, and for 1 unit the suction coupling was replaced to resolve the issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine was not able to perform adequate fluid suctioning. These reports were received from various sources. Of the 3 events, 3 did not involve a patient.